Event description:
It was reported that the device was broken. No additional information was available.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no additional information was provided. A device inspection was not possible since the affected device was not returned, and no other evidence was provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing, or design-related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.